Event description:
The customer reports when opening the package , the guidewire was bent. Another device was obtained for patient use.

Manufacturer narrative:
(B)(4). Customer returned the guide wire and needle from a sac set for evaluation. Visual analysis revealed the guide wire contained 3 distinct kinks. The returned packaging was also bent or kinked in 2 major places but also many smaller ones throughout. The damage observed is consistent with defects related to shipping and handling of other sac sets. No other defects or anomalies were observed. The kinks in the guide wire measured 61mm, 90mm, and 164mm from the distal end. The overall length of the guide wire measured 350mm which is within specification of 345-355mm per product drawing. The outer diameter of the guide wire measured .517mm which is within specification of .508-.533mm per product drawing. A device history record review was performed on the kit packaging and the guide wire and no relevant issues were identified. The lidstock was reviewed as part of this complaint investigation. The word "nao dobrar" (which means "don't bend" or "don't fold") are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained three distinct kinks. The packaging was also found kinked or bent. Additionally, the words "nao dobrar" (do not bend) are clearly visible on the front of the lidstock, which is intended to heighten customer awareness and mitigate the risk of kinking the components during storage and shipping of this product. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports when opening the package , the guidewire was bent. Another device was obtained for patient use.